Manufacturer narrative:
The serial number initially reported was for the device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillation apparatus can't charge. This was clarified by a philips fse as the battery can't charge. There was no reported patient involvement.